Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's nurse (B)(6) called in for customer. Customer's expected results are 110-120mg/dl - fasting. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Blood test performed during call and result is 88mg/dl - fasting. Reviewed meter memory (meter time and date is not set): 111mg/dl (B)(6) 2015 09:00:00 am fasting:yes; 120mg/dl (B)(6) 2015 12:54:00 am fasting:yes; 147mg/dl (B)(6) 2015 04:31:00 pm fasting:yes; 100mg/dl (B)(6) 2015 01:37:00 pm fasting:yes; 135mg/dl (B)(6) 2015 06:40:00 pm fasting:yes. Customer is comparing her trueresult meter to another meter. She ran a blood glucose test on (B)(6) 2015 at 12:54pm, she got result 120mg/dl and with the other meter, she got 169mg/dl. Customer stores product in her kitchen. Customer is on insulin 2 times a day(novolog and lantus) and metformin 1 time a day.